Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, this device was thoroughly inspected and analyzed. A high current drain was detected, but the battery still supported full device function. Detailed analysis confirmed the identified high current drain was a result of compromised capacitors. This resulted in the observed premature battery depletion. It was determined that the capacitors were compromised due to the presence of excess hydrogen in the device case. Boston scientific issued a field safety notice regarding a subset of devices in the accolade pacemaker family that have a potential of exhibiting this behavior. This particular device is included in the hydrogen induced premature depletion advisory population.

Event description:
It was reported that the battery of this pacemaker was suspected to be depleting prematurely. Three years of longevity had been consumed in two years. The physician wanted data from the device analyzed and it was planned to evaluate the patient in one month at the clinic. At this time, the pacemaker remains in service and no adverse patient effects were reported. It was noted that power consumption was 182%. The device was programmed vvi due to atrial fibrillation and all trends were within normal ranges. It was additionally stated that data would be collected from the patient's device within the next month to enable proper evaluation of the battery longevity. The pacemaker remains implanted and in service. Subsequently, the device was confirmed to be depleting prematurely. It was explanted and returned to boston scientific.

Event description:
It was reported that the battery of this pacemaker was suspected to be depleting prematurely. Three years of longevity had been consumed in two years. The physician wanted data from the device analyzed and it was planned to evaluate the patient in one month at the clinic. At this time, the pacemaker remains in service and no adverse patient effects were reported. It was noted that power consumption was 182%. The device was programmed vvi due to atrial fibrillation and all trends were within normal ranges. It was additionally stated that data would be collected from the patient's device within the next month to enable proper evaluation of the battery longevity. The pacemaker remains implanted and in service. Subsequently, the device was confirmed to be depleting prematurely. It was explanted and returned to boston scientific.

Event description:
It was reported that the battery of this pacemaker was suspected to be depleting prematurely. Three years of longevity had been consumed in two years. The physician wanted data from the device analyzed and it was planned to evaluate the patient in one month at the clinic. At this time, the pacemaker remains in service and no adverse patient effects were reported.